Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device was tested on the bench and in the ate system and no anomaly was detected. The sensing anomaly was not replicated during testing. Pacing lead impedance measurements were suspect from the trend data. No anomaly was detected during bench testing and during ate testing and no anomaly was detected when testing in saline. The cause of the field anomaly was not determined.

Event description:
It was reported that the device exhibited undersensing and high lead impedance. The device was explanted and replaced.